Event description:
Customer called on (B)(6) 2011 reporting of fluid leak from both reagent probe a and b of a synchron lx20 pro system but was unable to identify whether the fluid leaked was water or wash solution. Customer mentioned that no contact with fluid had occurred as it was contained to the area on the analyzer beneath the reagent probes. No erroneous results were generated as a result of this event. Field service engineer (fse) was dispatched and replaced the collar wash vacuum valves for both probes as the probes were found to be "spitting" a little. Fse noted that the "spitting" issue was no longer observed following replacements and repair was verified per established procedures.

Manufacturer narrative:
Evaluation - results - fse replaced the collar wash vacuum valves for both probe a and b.(B)(4).